Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020.

Event description:
The customer reported a ventilator with a touchscreen calibration issue. This issue was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. There was no patient involvement or harm. The customer reported that replacement of the cpu (central processing unit) printed circuit board assembly resolved this reported event.